Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implantation, there were difficulties rotating the helix before inserting the lead into the patient. The lead was replaced successfully and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the partially helix extended. A visual inspection did not find any anomalies. Mechanical inspection could not be completed due to the helix being clogged with blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. The report of the helix unable to be extended was not able to be confirmed.